Event description:
A ventilator was returned to the manufacturer for service due to a service required code. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, service required codes were observed in the ventilator's downloaded error log. The device's software was upgraded and the internal battery was replaced to address the issues.